Event description:
Reporter purchased a new box of playtex deodorant super plus tampons. After having some difficultly using some of the tampons in the box they realized that they were made wrong. They are made with an applicator. However you "can not plung some of them." A few of them will work but it is a herculean task. Rptr feels the time to find out that they do not work is not when you need them. Rptr asks if they placed the wrong size tampon in an applicator. The proof of purchases code is 78300 08643. Finally, this manufacturer does not offer non deodorant tampons in rptr's area. Rptr asks why they are being coerced to introduce unnecessary chemicals into their body.